Event description:
It was reported that the patient had one of her occipital leads of the implantable neurostimulator (ins) system explanted a few months ago and was to be replaced. Her second lead was noted to have had migrated. Both leads were then replaced and extensions added all of which were connected to the preexisting ins. The patient did well post-op and no further problems were reported. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 377860, lot# v011051, implanted: 2006 (B)(6), explanted: 2012 (B)(6). Lead: model 3777-75, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). Lead: model 3777-75, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). Recharger: model 37752, serial# (B)(4). Extension: model 3708140, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6). Extension: model 3708140, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2012 (B)(6). (B)(4).